Event description:
Death. This pt experienced pneumonia several months prior to surgery, underwent a bi-lateral lung volume reduction surgery (lvrs) in 2001. Focalseal-l was applied to the right and left staple lines. The pt's post operative course was not progressive and pt was sent back to ICU. In 2001, the pt was diagnosed with penumonia (mrsa). Pt was intubated five days later. 11 days later, renal failure had begun. The pt had a full cardiac arrest the same day and expired. No further details were provided. No further info is anticipated. Although the reporting physician assessed the event as unrelated to the use of the product, genzyme corp has decided to report this event due to the seriousness of the outcome.